Manufacturer narrative:
The equipment was inspected on site. The source for the monitor was corrected and the system returned to normal operation.

Event description:
It was reported that the users initiated a case and shortly thereafter the viewing images were lost. There was no pt injury.